Event description:
It was reported there was an issue with a coaguchek softclix lancet device. The lancet was protruding past the end cap of the softclix device. The lancet was seated properly in the device and the lancet was inserted as far as it could go. The lancet protruded from the device both before and after the lancet was fired.

Manufacturer narrative:
The customer's device was requested for investigation. Initial reporter occupation: patient/consumer.

Manufacturer narrative:
The lancet device was returned for investigation. The reported failure on protruding lancets was not confirmed during investigation. The lancing device was in a functional condition. The lancing device was tested with retention test lancets at 11 different pricking depth settings, for each attempt the needle was correctly retracted, ejected and produced a puncture hole. The lancing device could be primed and released without any problems and works in accordance with specifications.